Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value. The event involved product(s) mmt-5100jc1. The customer also experienced hypoglycemia which was treated with glucose/carb intake and assistance from customer's wife. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 88 mg/dl and the corresponding blood glucose value of 58 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery was not suspended during this period. The customer was informed that sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. Mmt-5100jc1 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We received the following: one sensor and/or serter in used condition in its in its non-retracted state. The product is in this state and the needle remains exposed following actuation. This state is classified by the frame and sensor carrier being flush, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic/debris/moisture damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, missing both retraction springs. In conclusion: the customer complaint of change sensor alarm is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the springs from the simplera serter are missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.